Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that the patient reported having issues with his pump since (B)(6) 2026. He reported a return of pain without any leading causes that he could describe. There were no environmental, external, or patient factors that led to this issue that the patient reported. Two dye studies were performed on unknown dates. Per the doctor, both studies successfully aspirated with no leakage or blockage issues despite the patient still reporting a return of pain. Both the pump and the catheter were replaced on (B)(6) 2026 due to a patient request and doctor approval. At the time of this report, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6) , ubd 2019-10-31, UDI# (B)(4)h3 ¿ analysis of the pump found no anomaly. Analysis of the catheter found ¿catheter body ¿ kink observed¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.